Event description:
It was reported that the arctic sun device failed calibration and showed error 2 (low flow). They ran the calibration several times and failed error 2. When fluid delivery line (fdl) was removed inlet pressure (ip) remained at -7.0. They stated that it did not had the expected or actual value.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure transducer. The device was evaluated and the reported issue was confirmed as it was noted that the pre warm inlet pressure was showing -12. The pressure transducer was replaced. Device was put through a functional check and pre-cal after the repair. The arctic sun 6000 stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as the the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.